Manufacturer narrative:
Per good faith effort (gfe) response, the battery was also not able to charge/hold a charge as it was more than 5 years old based on the date of manufacturing. No repairs were completed by the authorized service provider (asp) engineer as the customer declined service and repair. The customer ultimately sought repair from a third-party vendor. No additional details regarding the issue and resolution are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a 1124 "battery failed" alarm error was displayed when the device was powered on. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that a 1124 "battery failed" alarm error was displayed when the device was powered on. Resolution and disposition.